Manufacturer narrative:
The device was received by olympus however; evaluation efforts are pending. Upon completion of the evaluation, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the device is giving a red/gray and fuzzy image. There was no patient involvement associated with this report.